Event description:
A dissociation between metaphyseal component and stem. Tornier primary shoulder aequalis reversed ii.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and little further evidence/data was provided. Since the x-rays were provided, the opinion of the medical expert was requested and stated as following: the x-ray taken before the disassociation in (B)(6) 2021 shows "insufficient amount of metaphyseal bone stock". But the date of the x-ray is unknown. The x-ray taken just before the revision of (B)(6) 2021 shows that "the dissociation of the subject device is perfectly clear" and an "insufficient amount of metaphyseal bone stock may have contributed to the disassembly of the components". Patient ¿conditions may have also contributed to this event (several previous revisions on this shoulder, "important co-morbidity: poliomyelitis, making patient dependent on the use of crutches"). In this case, the metaphyseal component unscrewed from the stem - no breakage is observed. Based on previous similar cases, it has been observed that the humeral components disassembly/unscrewing problem is often due to an insufficient metaphyseal bone stock to stabilize the metaphysis (no bone around the metaphysis, in particularly at the stem/metaphysis link). The remaining bone at the base of the metaphysis was too weak to resist to the load applied, which results in the metaphysis unscrewing from the stem. As a reminder, one of the contraindications for the aequalis reversed humeral implants is insufficient metaphyseal bone stock which makes the stable securing of humeral components impossible. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Not returned to manufacturer.

Event description:
A dissociation between metaphyseal component and stem. Tornier primary shoulder aequalis reversed ii.